Event description:
It was reported that the patient was admitted into the hospital due to experiencing cluster seizures. No other relevant information has been received to date.

Event description:
Additional information was received reporting that the generator was explanted due to battery depletion. The explanted device has not been returned to date. No other relevant information has been received to date.